Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); incorrect technique/procedure (user related; excessive amount of anesthesia administered); caused by another drug/device (excessive amount of anesthesia administered). Conclusion: off ¿label, unapproved or contraindicated use (user related; excessive amount of anesthesia administered); known inherent risk of a procedure (death). (B)(4).

Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. The vessel morphology was not a factor in this event. During the implantation of the stent grafts there were no issues with the delivery of the stent grafts or removal of the delivery catheters. It was reported that there were blood pressure related issues but no issues with the stent grafts. The physician stated that a first year resident was administrating the anesthesia during the case and either a large amount of nitro or nitrous oxide was given and the patient bottomed out, they attempted to revive the patient but to no avail. The patient expired.